Manufacturer narrative:
Additional information received from the sales rep (B)(6) 2017: the console and handpiece were loaner units and are not owned by the hospital. The torque base used to assemble and disassemble the handpiece. The issue reported occurred when the surgeon began to use the devices to remove the tumor (schwannoma) patient age and gender were unknown. There was no patient adverse consequence as a result of the surgical delay of 30 minutes. The delay was due to the intermittent instances of troubleshooting the system. No action was taken after the tip was changed and the handpiece reassembled and it did not fix the problem. There were no other solutions to offer at this point. The surgeon used the device when it was working to complete the case.

Event description:
It was reported that the surgeon would step on the orange pedal and the handpiece would not function. When the pedal was depressed, aspiration and irrigation lights on the panel would light up to setting level, however amplitude bars would not light up on the panel. On some occasions when stepping on the pedal, the system would work fine. The issue occurred about 50% of the time. No error messages on the panel. The tip was changed and the handpiece was reassembled correctly and this did not fix problem. There was patient contact but no patient injury. Surgery delay was 30 minutes. Additional information has been requested. Linked to mfg. Report number: 3006697299-2017-00059.

Manufacturer narrative:
Investigation completed 05/17/17. Method: -device history review, -trend analysis, -failure analysis. The DHR for (B)(4) was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2009 ¿ jan. Service history review: the service history was reviewed and no anomalies that could be associated with the complaint incident were observed. A review of cusa excel complaints was completed encompassing both the reported failure and the failure evaluation conclusion using key words ¿amplitude¿, ¿ultrasonic¿ and ¿handpiece would not function¿. The review encompassed dates 15-may-16 to 16-may-17. This is the single complaint occurrence applicable. Rate of occurrence: during the time period may 16 to may 17¿, the global product usage for cusa excel console was calculated as (B)(4), using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. One tubing set is used per operation / procedure. The quantity of complaints in the complaint review (1) can therefore be calculated as (B)(4) of procedures. The product was returned to the service centre; the evaluation was unable to conclusively verify the complaint as valid. Conclusion: the evaluation was unable to conclusively verify the root cause.